Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-05172. It was reported that patient presented remotely via merlin. Net with alerts for high ventricular rate and ventricular noise alerts. Upon review, it was noticed that the atrial lead exhibited noise and far r-wave oversensing; and the right ventricular lead exhibited noise. No intervention was performed and patient is being monitored. The patient was in stable condition.

Event description:
New information received noted that the patient presented remotely. The atrial and right ventricular leads exhibited noise over-sensing, which was classified as atrial tachycardia/fibrillation and high ventricular rate episodes, respectively. No intervention was reported; the patient would continue to be monitored. There were no adverse consequences to the patient.